Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Periprosthetic fracture of the left hip. A revision surgery was performed.